Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) unit's touch screen won't work. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue tested with spare part touchscreen and it worked. Later the fse replaced touchscreen and device can work normally. The fse updated software to d.00. Functional checks performed according to the attached checklist. The machine can be used normally. All functional and safety checks on unit were performed to meet factory specifications.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit's touch screen won't work. The touch screen cannot be pressed. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.